Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. X-rays were reviewed by the manufacturer; no gross lead discontinuities were visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(4) 2005. Follow up with the physician found that the patient had a full vns generator and lead replacement on (B)(6) 2013 due to end of service. Before the surgery, a system diagnostic test was run which indicated high lead impedance. There was no information available on if patient manipulation or trauma occurred which may have caused or contributed to the event. Although the device indicated high impedance, the patient did not show any side effects. When the patient visited the facility a few years ago, the vns output current was at 1.0 ma. The patient was set to the same output current on the day of surgery, per the report. Pre- and post-surgery chest x-rays dated (B)(6) 2013 and (B)(6) 2013, respectively, were received and reviewed by the manufacturer. The generator was seen in the left chest. It appears that the lead pin(s) is fully inserted past the connector block in both the pre- and post-surgery images. Filter feedthru wires and the lead wires at the location of the connector pins appear to be intact. It appears that a portion of the lead is located behind the generator in both sets of x-ray images and therefore could not be assessed. Neck x-rays were not provided, so the electrode placement and strain relief placement could not be assessed. Based on the provided images, strain relief cannot be assessed. Two tie-downs are visible to be securing a strain relief bend in the pre-surgery x-ray. There did not appear to be any gross lead discontinuities or sharp angles in the lead portion that was able to be visualized. However, there are areas present in the chest area where image quality and contrast are poor, so continuity of the lead wire cannot be assessed. Additionally, continuity of the lead wires in the portions not visualized cannot be assessed with the provided images. Based on the x-ray images provided, the cause of the high impedance prior to replacement surgery cannot be determined. A portion of the lead was unable to be visualized in the chest, and the presence of a micro-fracture in the lead could be ruled out. The explanted generator and lead are not available for return.